Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 the lay user/patient contacted lifescan (lfs) alleging the one touch surestep enhanced meter would not work after it had been dropped in the toilet. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Two days prior at 7:00 pm, the patient dropped the reported meter in the toilet and water got into the meter; she was unable to test her blood glucose levels. The next day at 8:00 am, the patient experienced the symptom of shaking. The patient administered self-treatment with food and/or drink. The patient takes insulin on a sliding scale. The meter, test strips and control solution were replaced. There was misuse of the product, as water was introduced into the meter. The patient claimed she experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels, and adjust her insulin doses, due to the meter power issue. The patient received emergency treatment with food to alleviate the symptoms. Therefore, this complaint is being reported.